Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing due to noise was noted on the right ventricular (rv) lead. The physician elected to monitor the patient. The patient was in stable condition.